Event description:
The reporter stated a 12.6mm micl 12.6 implantable collamer lens was torn. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaints were found.